Event description:
The pt started to experience a shocking sensation on one electrode contact following a rf ablation procedure that was in close proximity to the ins system. Her device was reprogrammed to the other electrodes. She no longer feels any shocking and the stimulation was good with the new program. Add'l info has been requested.

Manufacturer narrative:
(B)(4).